Manufacturer narrative:
This report was originally submitted on 12/14/2016, in an incorrect format. This was initially discovered on 8/23/2017, and this is being re-submitted on 8/24/2017.

Event description:
Our (B)(4) distributor sent an email on november 29th, 2016 stating a patient had a device removed from their lungs. On (B)(6) 2016, while at home, the patient was in the process of inserting the patient changeable voice prosthesis when the device went into the patient's lungs. The patient went to the emergency room and had a chest x-ray which resulted in "no radiopaque or foreign object " found. On the following day, (B)(6) 2016, the patient underwent bronchoscopy where the device was found in the lungs and removed. There have been no further patient consequences reported due to this event. It was reported the patient followed the instructions for use when using this device. This was not the patient's first time using the device, and had been using this type of device since 2006.